Event description:
The surgeon loaded the back-up lens, slowly and carefully. In spite of extra care the lens fractured at the haptic with the smaller inner haptic fragment breaking off. Patient outcome information has been requested.

Manufacturer narrative:
This product is not distributed in the us, but rayner is reporting this issue since the iol is manufactured from the same material and has the same intended use as the c-flextm injectable lens approved by FDA may 03, 2007. Additional information has been requested from the initial reporter. Rayner reference: (B)(4).